Event description:
The customer reported to baxter corporate product surveillance one flo-gard 6201 volumetric infusion pump in which a problem with the lithium battery was detected which resulted in the pump displaying failure code f49. There is no patient involvement, injury or adverse event associated with this report. No further information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause cannot be determined. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The serial number reported by the customer is non-valid; therefore no device history review could be performed and no service history is available. If additional information or the device becomes available, a follow up report will be submitted.